Event description:
Na.

Manufacturer narrative:
Updated fields - b4, d9, g3, h2, h3, h6 (type of investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) confirmed no errors or faults found. Tested fiber optics with contact seen both wave-forms and all tests pass. Catheter might have been the problem, or not fully plugged into unit. Completed all functional and safety tests per manufacturer specifications. Units cleared for use.

Event description:
It was reported by customer that during routine check, the cs300 iabp (intra-aortic balloon pump) had cable error i.e. Console is unable to read non-fiberoptic iabp with cables and states "no cable". There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.